Manufacturer narrative:
Initial and final MDR (B)(6) - MDR 3003442380-2024-06726 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar events of kinked cannula with two infusion sets. The symptoms were noticed in 3 hours of insertion. The set was used for about 15 hours. The site of insertion was abdomen which was rotated regularly. Patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.